Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6)2024 using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, the patient was noted to have challenging anatomy. The device was noted to have been recaptured six times. The operator acknowledged the IFU warning against more than three recaptures. A pericardial effusion was observed after attempting to implant the device. Protamine was administered. The procedure was cancelled with no device implanted. The patient was transferred to intensive care for monitoring. The patient status was stable.

Manufacturer narrative:
An reported patient effect of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during the procedure, the patient was noted to have challenging anatomy. The device was noted to have been recaptured six times. The operator acknowledged the IFU warning against more than three recaptures. A pericardial effusion was observed after attempting to implant the device. Protamine was administered. The procedure was cancelled with no device implanted. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported improper or incorrect procedure or method appears to be related to user as the user recaptured the device six times. However, this deviation was unable to determine if it contributes to the reported incident. In addition, the user was aware about not following the IFU warning. Therefore, a letter will not be sent out. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na